Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) and rv coil impedances triggered lead alerts for greater than 200 ohms impedance. It was also noted that there was electrogram coil noise. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).